Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor is blank. Upon troubleshooting, fse checked the system and confirmed that the kvm extender power supply was defective. Fse replaced the color monitor and kvm extender upgrade kit. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's data monitor was blank. The system was in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the monitor, the kvm receiver and the kit pan knob which returned the device to use in good working order.